Event description:
It was reported that the customer had differences between the sensor glucose reading and the blood glucose reading. Customer stated that she had a calibration error alert. Customer's blood glucose was 213 mg/dl and sensor glucose level was 46 mg/dl. Troubleshooting was performed, but customer was not able to upload to carelink. Customer will call back tomorrow. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.